Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5105203) on (B)(6) 2021. The most recent information was received on (B)(6) 2021 this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2010, the patient experienced arthralgia ("joint pain"), fatigue ("fatigue"), exercise tolerance decreased ("unable to exercise") and impaired work ability ("unable to work and take care of my children and family"). On an unknown date, the patient underwent medical device removal (seriousness criteria disability, medically significant and intervention required) and experienced autoimmune thyroiditis ("hashimotos") and bedridden ("bed ridden"). The patient was treated with surgery (hysterotomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia, fatigue, exercise tolerance decreased, impaired work ability, autoimmune thyroiditis and bedridden outcome was unknown. The reporter provided no causality assessment for arthralgia, autoimmune thyroiditis, bedridden, exercise tolerance decreased, fatigue, impaired work ability and medical device removal with essure. The reporter commented: ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿ quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5105203) on 20-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2010, the patient experienced arthralgia ("joint pain"), fatigue ("fatigue"), exercise tolerance decreased ("unable to exercise") and impaired work ability ("unable to work and take care of my children and family"). On an unknown date, the patient underwent medical device removal (seriousness criteria disability, medically significant and intervention required) and experienced autoimmune thyroiditis ("hashimotos") and bedridden ("bed ridden"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia, fatigue, exercise tolerance decreased, impaired work ability, autoimmune thyroiditis and bedridden outcome was unknown. The reporter provided no causality assessment for arthralgia, autoimmune thyroiditis, bedridden, exercise tolerance decreased, fatigue, impaired work ability and medical device removal with essure. The reporter commented: ¿the seriousness criterion ¿disability/ permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.